Event description:
On august 6, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch smart meter would not turn on. The medical specialist (mas) spoke with the patient on august 9, 2006 to obtain/verify the following information: the patient takes avandia 8 mg and 8 units of lantus insulin at bedtime every day. She also takes novolog insulin by sliding scale at mealtimes based upon her meter readings. The patient said, she dropped the reported meter into a toilet about one week before she called lfs. She attempted to dry the meter and she changed the meter battery; however, the meter did not turn on. The patient continued to take her usual dosages of avandia and lantus insulin; however, she did not take the novolog insulin during the time the meter did not turn on. In 2006, the patient felt dizzy, shaky, and thirsty. She recognized the symptoms as her usual symptoms when hyperglycemic and went to see her doctor. A result of 275 mg/dl was obtained on the doctor's meter. The doctor advised her to call lfs about her meter and resume taking her novolog insulin by sliding scale. She received no immediate treatment from the doctor. The customer care advocate (cca) confirmed that meter had received trauma and would not turn on. The meter, test strips, and control solution were replaced. The complaint is reported because, the patient was unable to test with the meter for several days after she dropped the meter into a toilet. The patient did not take her usual sliding scale insulin during the time the meter would not turn on. The patient developed symptoms that suggested hyperglycemia and an elevated blood glucose reading was obtained on her doctor's device.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.